Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with around 160 units of insulin. The customer¿s blood glucose level was 284 mg/dl. Customer reverted to insulin pens for manual injections for alternate insulin therapy.